Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 11/11/04 alleging inaccurate high readings on the lfs meter. The patient visited his physician and an hba1c test was done with the result of 8.9%. Due to the hba1c result the physician admitted the patient to the hospital. The patient went into the hospital in 2004, and was admitted for eight days. The following day, the patient reported blood glucose results of 14.2 mmol/l with a lifescan meter and 8.0 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. In the hospital the patient was given a new meter. Customer service replaced subject meter and sent the patient a replacement meter.